Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urina ry/bowel dysfunction. It was reported that they had to keep increasing the intensity level to compensate for the wire being loose which caused the battery to drain faster in the device. Patient said they were told the device would last 10 years but it went out in about 2 or 3 years. Agent reviewed device information and expectations. Patient reported that their previous ins battery did not last what was expected. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2szk8 implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 29-nov-2024, UDI#: (B)(4). B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.